Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the patient's machine had been zapping them and they were having problems with their hip in general. No falls or trauma were reported that could be related to the event. It was stated the patient had a recent medical test or electromagnetic interference (emi) exposure. The patient had a CT scan a week ago for their hip. It was noted the patient went to the doctor every month. The patient was implanted for radicular pain syndrome (radiculopathies).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.